Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate defective speaker due to no beep or sound when tested with the certification tool. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that during evaluation it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.